Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [4 mg/ml] at a dose of 1.5 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s managing doctor contacted the manufacturer's representative to tell them that the patient¿s pump had ¿entered motor stall.¿ it was stated that according to the physician assistant, the patient did experience withdrawal symptoms and had heard the alarm for a week prior. The date of the event was reported as (B)(6) 2017 (note this is conflicting with the report that the patient had heard the alarm for a week prior). There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. It was indicated that the patient was being referred for replacement but it was unknown if surgical intervention occurred. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of withdrawal). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the motor stall occurred in (B)(6) 2017 and the stall had not recovered.